Event description:
The user reported that there is no longer sound percept with the device. When she put on the processor on (B)(6) 2020 she heard a static sound and since then there has been no sound at all. Re-implantation took place on (B)(6) 2020.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Other damages found during investigation are most likely related to explantation surgery. The problems described in the recipient report appear to match the damage found.this is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that is no sound with the right device. The user reported that when she put on the processor last thursday ((B)(6) 2020) she heard a static sound and since then there has been no sound. No head trauma, illness, tinnitus or dizziness reported.